Event description:
Boston scientific received information that a red alert was detected for the cardiac resynchronization therapy defibrillator (crt-d) due to the shock impedance being greater than 125 ohms on the right ventricular (rv) lead. Oor shock impedance was not found on the dm. Technical services discussed reason why the measurement was not available. No adverse patient effects reported. Boston scientific technical services (ts) discussed that the patient should complete an interrogation with their home monitoring system.

Manufacturer narrative:
At this time the device and lead remain in service. If additional information is received this investigation will be updated.